Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio was unable to confirm if this particular device was removed from service. The device has not been returned to physio-control for evaluation and the cause of the reported failure could not be determined.